Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the anchor is broken in half, the suture bridge is intact and there are debris on the tip of the anchor confirming that its used condition and confirming the complaint. Moreover, visual observation under magnification revealed that the first thread, the thread before the crack¿s location, on the anchor is stripped from only one side. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The stripped thread, on only one side, indicates off axis insertion or hard bone quality. The combination of the mentioned observations could be the root cause for this complaint. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The lot review indicates there were no issues with material or assembly. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the anchor broke. When screwing, the device broke on the carrier handle. No consequences to the patient. Another like device was used.